Event description:
Original surgery done in 2008, and had to go back the following month, due to an infection. Surgeon removed two twinfix devices from the infection site. Cultures were taken, however, not sure of the type of infection. The patient was put on antibiotics using a pic line. No other devices were implanted due to the infection. Unknown patient's condition at this time.

Manufacturer narrative:
Device is not being returned for evaluation.